Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, damage and alarmed button error. The customer's blood glucose reading was 8.3 mmol/l at the time of the call. The customer stated the insulin pump was dropped in water. Now there is a button error, fluid under the lcd and there is cracks on the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.